Event description:
The physician was attempting to use a resolute onyx (rx) drug eluting stent to treat mid lad with mild to moderate calcification. The lesion had been pre-dilated. The physician reported an edge dissection in the distal part after use of a first resolute onyx stent and in order to treat the dissection another resolute onyx stent was used (2.25x12 mm). The device was removed from packing, inspected and negative prep performed with no issues noted. Resistance was noted when advancing the device through the original stent in mid lad. The physician decided to remove the device but encountered difficulties and the stent dislodged from the device and was trapped in the guide catheter. The physician successfully removed the dislodged stent with the whole system from the patient. No further patient complications reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the dislodged stent was returned on a detached distal section of the guidewire along with the detached inner shaft including both marker bands. The stent was severely damaged with bunched, raised and overlapping struts. The stent was not positioned on the balloon as per specification. The rest of the device was not returned for analysis.